Event description:
As received on medwatch: "epidural catheter removed with difficulty following delivery. No blue tip was present on catheter upon removal. X-ray revealed no foreign body in pt's lumbar area." As reported to the MFR by the user facility: "upon removal of epidural catheter it was noted that the tip of catheter was missing. Resistance was met upon removal of catheter by nurse. Xrays were unable to show catheter tip. No sample/hospital policy is to keep remaining portion of catheter."